Event description:
It was reported that the pt was treated for left middle cerebral artery (lmca) stenosis by placement of a stent. The following day, the pt experienced right arm and hand numbness, "mild" right leg numbness, and parasthesias. A computed tomography (CT) scan confirmed findings consistent with that of a "tiny" left hemisphere stroke. The pt was evaluated, but no therapies were recommended. A magnetic resonance imaging (MRI) scan in 2008 indicated ischemic changes consistent with a "small" left hemisphere stroke, not seen in MRI scan performed about 9 months later, prior to the stenting procedure. Angiography in 2008 indicated a pt lmca stent and a scale of 1. Follow-up with physician at about 13 days post MRI scan indicated that the pt is independent, and working with a scale of 1.

Manufacturer narrative:
Other for no allegation of malfunction or non-conformance contributing to the reported event.